Event description:
A report was received that the patient was experiencing irritation while driving or applying pressure the back area. The patient felt the irritation whether the stimulation was on or off. The physician assessed that the transition sleeve connection is too close to the surface causing the irritation. The physician has recommended a revision.